Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white internal stylet of a 5f mynxgrip vascular closure device (vcd) did not expose when the sheath was pulled out by the hub. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use. The deployer was mynx certified. The sheath french size was 5f. The femoral artery suitability was verified on angiography or venography, including the insertion angle. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm. The user confirmed the shuttle was fully advanced. The advancer tube was not engaged or visible. The device is being returned for evaluation.